Event description:
On (B)(6) 2011 customer reported that there was a burning odor coming from the dxc 800 pro instrument. Customer stated the instrument was in standby at the time the burning odor was detected and they were not testing samples. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and could not find a cause for the burning odor. Fse replaced the b3 barcode reader and noted that the barcode initialization errors were not resolved upon replacement of this part. A return service visit was planned and on (B)(4) 2011 fse determined the source of the burning odor was the ics fiber optic board assembly; specifically, fiber loop br2 for reagent barcode reader. Fse replaced barcode scanners and external cables and damaged ics components were identified and ordered for replacement. On (B)(4) 2011 fse replaced the fiber optic card in the main processor. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).